Manufacturer narrative:
Date of submission 07-jun-2018 he device has been returned and evaluated by product analysis on 25-may-2018 with the following findings: the keypad rubber was undamaged and all of the buttons were normally responsive. No contamination was found on the button keypad contacts. The alleged complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, and down arrow buttons were under responsive. It was alleged while on the pump the patient experienced a blood glucose of over 250mg/dl but under 500mg/dl with no symptoms while on the insulin pump. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.